Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was visited to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 780 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer reported that they received insulin flow blocked alarm. Customer stated the cannula was not bent. Customer stated the insulin exited. The customer was treated with intravenous drip and insulin. The insulin pump will not be returned for analysis.